Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device¿s cuff had inflation/deflation issue. There were approximately six blown ett cuff being used by the patient in the ICU and most of the patients were covid-19 patients with high peep settings on the ventilator (20-24cm h2o). Cuff damage made apparent by the ventilator¿s alarm indicating air leaks or by auscultation methods. All affected patients were re-intubated with similar type of device with no negative outcomes.